Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact on its pusher assembly. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. Both smart coil introducer sheaths were reseated properly and were subsequently able to advance out of their introducer sheaths and through a demonstration microcatheter with minimal resistance. Conclusions: evaluation of the returned smart coils revealed the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath which allows the introducer sheath to seat on the pusher assembly mid-joint. If the pusher assembly mid-joint is forcefully withdrawn proximal to the friction lock, it is likely that resistance will be experienced when attempting to advance or retract the embolization coil. The pusher assembly mid-joint being retracted proximal to the introducer sheath friction lock likely prevented the smart coil from being advanced out of its sheath during the procedure. During functional testing, the introducer sheaths were reseated properly and the smart coils were subsequently able to be advanced out of their introducer sheaths and a demonstration microcatheter with minimal resistance. The non-penumbra microcatheter was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-02265.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance out of its introducer sheath and into a non-penumbra microcatheter; therefore, it was removed. The physician then successfully advanced another smart coil in the target vessel. Next, another smart coil would not advance out of its introducer sheath and into the microcatheter; therefore, it was removed. The procedure was successfully completed using another smart coil. There was no report of an adverse effect to the patient.